Event description:
It was reported by the affiliate that during an anterior resection, the device firing appeared fine, there were two complete donuts. During the leak test with water, bubbles were seen. The staple line was over sewed. There were no adverse consequences to the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.